Event description:
It was reported that "treatment done by rt. Ventilator check done at 0910am. Rt left room with small volume nebulizer (svn) running in line on ventilator. Pt was stable with no complications. Rn came to rt desk and stated that ventilator was in standby mode. Rt went to ventilator and ventilator was in standby. Nebulizer was still going. Ventilator was taken off standby and changed to on. Both teams on floor were notified and asked if either had touched the ventilator. Both teams denied. Ventilator was taken off pt and replaced and taken to rt dept. Pt did not experience any problems with saturations or heart rate. Pt was on peep of 10. Nurse noticed because the pt's respiratory alarm went off for too many breaths. No injury to pt." (B)(4).

Manufacturer narrative:
The hosp biomed found no fault and no parts were replaced. The ventilator was returned to service. By design, the ventilator is set to the standby mode by pressing the start/stop (standby) ventilation key, which is logged as "standby button activated". A dialogue window then appears on the screen with options "yes" and "no". By pressing "yes", the ventilator is set to the standby mode. The ventilation curves and the measured values on the screen are then replaced by a large window with the text "standby". This is logged as "standby button confirmed" and "standby". Ventilation resumes from standby by pressing the same start/stop (standby) ventilation key, which is logged as "ventilation start". The info from the hosp stated that the event occurred at 09:16 am. Eval of the logs at the given time of the event shows that the ventilator was set to the standby mode by an active user action. The log entries were all as per design, which indicates the setting of the ventilator to the standby mode by intent. The logs also show that the standby was preceded by a parameter change and two other activated functions, which all require active user action, thus indicating a user presence at the time of the alleged event. The last pre-use check, 4 days prior to the event, was successful. There are no technical error codes logged during the period. The conclusion in the matter is that there are no ventilator malfunction at the time. The ventilator was set to the standby mode by an active action and was not restarted. The cause is therefore attributed to user error. (B)(4).